Event description:
It was reported that the system was explanted due to infection. At explant, externalized conductors were observed via x-ray. No electrical anomalies were noted. No patient complications were reported and a new system was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 18.5-20.0cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at the same location. Externalized conductors due to internal insulation abrasion were noted at 7.5-12.5cm, 7.5- 10.0cm, and 13.0-15.8cm from the distal tip electrode. Internal insulation abrasion was noted at 30.2-30.7cm from the distal tip electrode. The etfe coating was intact at these locations.